Manufacturer narrative:
Quality controls were performed on the meter, which passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 8:07 am, the result from the meter was 341 mg/dl. At 8:09 am, the result from the meter was 478 mg/dl. At 8:10 am, the result from the meter was 186 mg/dl. At 8:18 am, the result from the meter was 134 mg/dl.

Manufacturer narrative:
No product was returned. Therefore, further investigation was not possible.